Event description:
It was reported that the implants at tooth sites #9 & #10 were removed due to infection. The implants show a large radiolucent lesion at #9 implant extending to #10 and extending to the floor of nose on the left. Needed to clean out the areas and re-bone graft. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.